Event description:
The dental implant, fx6008swc in tooth location 31 was removed on (B)(6) 2016 due to abnormal sensation 28 days after implantation. The doctor indicated that the abnormal sensation caused the implant removal. The patient had medical history of diabetic. The patient's condition became stable.